Event description:
It was reported that leakage was found after attaching protector during endoxan preparation. Liquid was adhering to the protector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector attached to the vial along with an injector and syringe was provided to our quality team for investigation. The products were evaluated, the protector was properly attached, however, it was noted to penetrate the vial off center and there was a significant damage to the vial stopper. Upon functional evaluations, no leakages were observed. A device history review was performed for reported lot 2309115, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to vials, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed and no leaks between the protector and vial was identified. Based on the investigation results, it was determined that the protector was not properly connected to the vial due to the film, which resulted in the leak reported. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.